Event description:
The customer contacted stryker to report that their device was unable to deliver defibrillation therapy during a patient event. The customer advised that the device was charged to 100j, when "synch" was pressed the monitor flickered, then the screen turned black. After a few seconds the screen returned. The device was charged to 100j, then dumped, and charged to 360j when monitor flickered again and power cycled. The service indicator was then illuminated. In addition the device logged a potentially critical event code that is indicative of a device lockup. This issue is patient related; however the patient was saved by the medics.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with all the available patient information. Stryker evaluated the customer¿s device but was unable to duplicate the reported issue. The device software was reloaded as a precaution. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.